Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg became inoperable after the patient had an unrelated surgery on (B)(6) 2020, despite the device being put in surgery mode. Troubleshooting was able to recover the ipg, resolving the issue.